Event description:
Our affiliate is reporting the following to us: on (B)(6) 2013 at 1600 hrs, the surgeon (B)(6), broke the tip off the end of a tibial sheath inserter. No damage was done to the patient. This process however slowed the procedure done by 15 minutes resulting in extended theatre time for the patient. No damaged implant product was left within the patient and a third sheath was inserted successfully by hand. On closer inspection after the case had ended it was observed that the (tip) fell off due to it being stressed over time.

Manufacturer narrative:
The complaint device may or may not be returned for evaluation, also, no lot ID can be supplied, which precludes conducting a lot history review. A portion of the complaint device was discarded, there were no patient consequences, and, our affiliate report to us that they ¿do believe that due to the use of this inserter which is used very frequently and does at times take a hammering, would have been caused through simple wear and tear. This is not a new instrument it has been on consignment for many years.¿ in other words we are attributing the root cause for the device¿s failure to fair wear and tear through age/usage. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Not expected to be returned.